Event description:
Microcrystalline-like arthritis; left knee inflammatory reaction; left knee effusion. Info was received in 2006 from a male pt with a medical history of prior synvisc treatments in the last 4 to 5 years "without any problems." The pt received two synvisc injections into the left knee in february 2006. After the second injection the pt experienced left knee inflammatory reaction and left knee effusion. Aspiration of knee fluid was performed on an unk date and revealed leukocytes >100 000 with no crystals and no organisms. The physician administered an intra-articular corticosteroid injection on an unk date and the pt recovered within a few days. Additional info was received four days later from the physician, who confirmed the reported events and the treatment with intra-articular corticosteroid injection (date unspecified). The indication for use of synvisc was the onset of osteoarthritis of the knee after a meniscectomy. The physician assessed the relationship between the events and synvisc as possible. At the time of this report the pt had recovered. Follow-up info was received ten days later from the treating physician. The pt received two consecutive intra-articular injections with synvisc on 12 january 2006 and 19 january 2006. The physician reported that the events of left knee inflammatory reaction and left knee effusion, which had occured following the second injection on 19 january 2006, were diagnosed as microcrystalline-like arthritis. Seven days later one week following the intra-articular treatment (date unspecified) with corticosteroids (brand and dosage unspecified), the pt had fully recovered. Synvisc treatment was interrupted temporarily. The physician assessed the severity of the reported microcrystalline arthritis as being non-serious in nature, mild in deverity, and its relationship to treatment with synvisc as definite. Please refer to synv-15900 for other adverse events from this reporter.